Event description:
Lab technician was mixing a blood gas specimen syringe. The plunger almost fell out. Technician was not able to visually see where the specimen ended because the patient label interfered. Not sure if the syringe was too full or the plunger was defective. Manufacturer response: for blood gas kit, (brand not provided) (per site reporter)manufacturer notified.